Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. The appearance of the breakage surface of the left web suggests that the nail breakage had its origin in this area (evident by appearance of lines of rest/ waves). Starting from that region with an incipient crack the breakage progressed through the cross section. As a result of which the right web (in the picture) broke in a much quicker way with increased tensile load. Bearing marks signifies interaction of metal parts under high load. A clinical statement was requested for the evaluation of the provided medical data. Medical expert clinical statement: ¿[...] The x-rays do not show a pertrochanteric, but a lateral neck fracture. The fracture line starts at the neck and is heading distal towards the intertrochanteric line. From the biomechanical aspect this is a very lateral neck fracture. [...] One can only anticipate that the greater and lesser trochanter are not involved in the fracture. The x-ray from the fracture looks as if it occurred with the proximal part descending in a varic position in the direction of the shaft. This usually occurs in pretty osteopenic bone. Additionally it leads to a complete loss of the medial wall of the distal medial femoral neck and to an instability of that area. [In the] x-ray the fracture is stabilized with a gamma-nail. The nail is positioned in the correct anatomical position and the fracture is aligned. [In the] x-rays it can be seen, that there has been no consolidation of the fracture (some hypertrophic callus is visible) and the result is a breakage of the nail in a typical position. Conclusion: this is an example of a failed osteosynthesis not uncommon with this fracture patterns. The use in very lateral neck fractures is not contraindicated, but as can be seen here it has its difficulties. If no consolidation is achieved within an appropriate time frame, device failure results.¿ based on the above investigation and medical expert clinical opinion, the root cause was attributed to a patient-related factor. The failure was caused due to fatigue stress applied on the nail on account of failed bone consolidation (patient¿s bones were osteopenic). This fatigue stress led to the weakening of the nail which ultimately led to the fracture of the nail pre-maturely. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
Pertrochanteric fracture on (B)(6) 2019. Primary surgery on (B)(6) 2019. Afflictions since whitsun ((B)(6) 2019). Breakage of the implant on (B)(6) 2019. Revision of the long (steel) gamma nail on (B)(6) 2019.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Pertrochanteric fracture on (B)(6) 2019. Primary surgery on (B)(6) 2019. Afflictions since (B)(6) ((B)(6) 2019). Breakage of the implant on (B)(6) 2019. Revision of the long (steel) gamma nail on (B)(6) 2019.